Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the device displayed pair new transmitter. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event the device displayed pair new transmitter was unable to be determined; however, a pairing failure was confirmed via log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event. A root cause could not be determined.